Manufacturer narrative:
A replacement breast pump was sent to the customer. On (B)(6) 2017, a medela clinician followed up with the customer, at which time she stated she finished her prescription for dicloxicillin to treat mastitis and it has resolved. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event.

Event description:
On (B)(6) 2017, the customer reported to customer service that the tubing connector for her pump in style advanced breast pump was damaged and it affected the suction. On (B)(6) 2017, when responding to a request to return the product, the customer indicated that she developed mastitis.